Event description:
Medwatch report received from FDA indicates pt underwent diskectomy at c5-6. Reportedly a 'synthes titanium locking plate and screws' were implanted. Pt indicated onset of severe pain and numbness down the left side approx 2-3 weeks post-op. X-ray taken on an unk date showed the plate to be broken. Pt indicates still feeling pain and numbness. Pt indicates surgeon will remove the plate on an unspecified date.

Manufacturer narrative:
Synthes is unable to determine the MFR site or the MFR date without a lot number. No investigation could be performed, no conclusion could be drawn as no device was returned. Please note: subject device has not been positively identified as a synthes device.